Manufacturer narrative:
Per the clinic, the patient underwent revision surgery on (B)(6) 2018, in order to have a magnet placed on the internal fixture, converting the patient to a subcutaneous baha implant system. This report is submitted may 28, 2018.

Manufacturer narrative:
(B)(4).

Event description:
Per the patient's surgeon, due to an unknown issue the patient was placed under general anaesthesia on (B)(6) 2018 to remove abutment and excise skin at abutment site. The patient was placed on oral and IV antibiotics (duration not reported).